Event description:
According to the available information the device was explanted and replaced due to needing to add length via rear tips to stabilize implant and prevent movement. Patient also experienced the pump appearing to be stuck to scrotal skin, pain and an infection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.